Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during dwell four of six peritoneal dialysis therapy. The leak was further described as ¿solution coming out the door¿. Renal therapy services (rts) assisted the patient in ending therapy session and complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.